Event description:
Customer's wife reported, her husband received a high reading on his freestyle freedom blood glucose monitor causing him to change his insulin dose, which resulted in him "bottoming out". Customer reported feeling "dizzy, experienced changes in his vision and broke out in a "cold sweat". Additionally, it was reported the customer lost consciousness. Paramedics were called and gave him an unspecified gel-like substance to raise his blood sugar level. He was then transported to emergency room, where he was diagnosed with severe hypoglycemia. Customer's wife reported, she gave her husband a shot of glucagon. There was no report of death or permanent impairment.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed, all results were within the range specification and no errors were observed during control solution testing.